Manufacturer narrative:
Manufacturer's investigation conclusions: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and a specific cause of the patient¿s infection could not conclusively be determined. (B)(4) was returned assembled with the driveline (dl) cut approximately 8¿ from the pump housing and the distal portion was returned measuring approximately 31.5¿. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient remains ongoing on the replacement device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 for (B)(6). A slit on the driveline exit site was observed. The patient's exit site was treated for infection with debridement, antibiotics and vacuum-assisted closure system. The slit was close to the exit wound, and needed to be sterilized. Therefore, pump exchange was selected. The patient underwent a pump exchange on (B)(6) 2019. No additional information provided.